Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer was hospitalized due to low blood glucose. Customer stated they are having some strange episodes and wants to troubleshoot. Customer is currently off the insulin pump. The customer's blood glucose at the time of incident was 42mg/dl. Customer current blood glucose was 344mg/dl. The customer treated two glucagon shots and blood glucose went up to 54mg/dl, then 79mg/dl. The customer was unconscious and the blood glucose was 38mg/dl. Assisted with performing displacement test and passed. Advised that the insulin pump is working as designed and call back if issues reoccur.